Manufacturer narrative:
Initial medwatch was submitted with a notification date of 01-feb-2017; however the correct notification date is 23-jan-2017.

Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that two tibial articular surface provisionals were returned fractured.